Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified creases fold, wear abrasion and opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr on 22/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.